Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the modular cable and the reported water exposure could not be established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system. No further related events have been reported at this time. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A and the heartmate 3 patient handbook, rev. C are currently available. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate 3" (under "caring for the driveline") state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." This section also provides instructions on the application of the moisture barrier on the driveline management system which is necessary prior to showering. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with each. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when taking a shower, the patient did not cover the connection between the pump cable and the modular cable with waterproof tape and the locking nut was wet without protection. There were no alarms triggered at that time. Log files were submitted for review as a precaution. There were no unusual events recorded in the event log file history. The recorded data indicated that a backup battery was replaced due to expiration. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.